Event description:
After using tampons for the last few days, the caller's daughter unwrapped a tampon and indicated the tampon appeared to contain mold on the applicator and pledget. The daughter feels fine, but plans to visit a doctor to confirm there are no issues.

Manufacturer narrative:
The device history record was reviewed and no discrepancies were found. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.